Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and menorrhagia ("prolonged menses /abnormal bleeding (menorrhagia)") in a 43-year-old female patient who had essure (batch no. D06935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test- no". The patient's past medical history included multigravida, parity 6 ((B)(6) 1988, (B)(6) 1990, (B)(6) 1991, (B)(6) 1995, (B)(6) 2003, (B)(6) 2011) and recurrent abortion. Previously administered products included for birth control: iud from 2011 to (B)(6) 2015; for an unreported indication: cytotec on (B)(6) 2016, ondansetron on (B)(6) 2015, naproxen on (B)(6) 2015, omeprazole on (B)(6) 2015 and loratadine on (B)(6) 2015. Past adverse reactions to the above products included genital haemorrhage with iud. Concurrent conditions included cyst of ovary since (B)(6) 2016, urinary tract disorder since (B)(6) 2016, alcohol use (occasional) and fallopian tube obstruction. Family history included thyroid disorder (mother). Concomitant products included loratadine, misoprostol (cytotec) since (B)(6) 2016, naproxen, omeprazole and ondansetron. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("only able to place one coil due to blocked tubal ostia"). In (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced migraine ("migraine headaches /migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced menstrual disorder ("abdominal menstrual bleeding"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain") and abdominal pain lower ("lower abdomen pain"). The patient was treated with nsaid's, surgery (underwent laparoscopic bilateral salpingectomy on (B)(6) 2017) and surgery (on (B)(6) 2017, underwent ablation). Essure was removed on (B)(6) 2017. In 2017, the abdominal pain and menorrhagia had resolved. At the time of the report, the pelvic pain, vaginal haemorrhage, menstrual disorder, dysmenorrhoea, back pain, dyspareunia, migraine, alopecia, abdominal pain lower and headache had resolved and the complication of device insertion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, complication of device insertion, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: beginning sometime in (B)(6) 2016, sought medical treatment regarding the aforementioned symptoms. Moreover, the surgery was much more severe than what would have been required of a tubal ligation. Because of the requirement to undergo a laparoscopic bilateral salpingectomy to remove the essure devices, has been left with abdominal deformity and severe large scarring. She had not advised of any complications from essure removal procedure. From mr: the essure micro-implants were placed in the r cornua using standard technique. The left tubal ostia appeared blocked, despite multiple attempts to cannulate this side. At the end of the procedure, the right cornua had 3visible coils. A successful placement occurred on the r only. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.5 kg/sqm. On (B)(6) 2016, pregnancy test : negative. Laparoscopy, diagnostic with bilateral salpingectomies endometrial ablation, diagnosis: right and left fallopian tube, two (2) fallopian tubes, one with para tubal. Clinician provided ICD code(s) & clinical history: right lower quadrant pain, menorrhagia right and left fallopian tube sent together as per physician. Gross description: right and left fallopian tube: received in a single container are two segments of fabricated fallopian tu8es measuring 4.2 cm in length to 1.0 in greatest diameter and 3.8 cm in length to 1.2 cm in greatest diameter. The longer segment has a thin walled, fluid filled cyst measuring 0.4 cm in greatest dimension. Representative sections from each segment are submitted in six cassettes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain lower, dyspareunia, complication of device insertion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality-safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and menorrhagia ("prolonged menses /abnormal bleeding (menorrhagia)") in a 43-year-old female patient who had essure (batch no. D06935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test- no". The patient's past medical history included gravida, parity 6 ((B)(6) 1988, (B)(6) 1990, (B)(6) 1991, (B)(6) 1995, (B)(6) 2003, (B)(6)2011) and abortion. Previously administered products included for birth control: iud from 2011 to (B)(6) 2015; for an unreported indication: cytotec on (B)(6) 2016, ondansetron on (B)(6) 2015, naproxen on (B)(6) 2015, omeprazole on (B)(6) 2015 and loratadine on (B)(6) 2015. Past adverse reactions to the above products included genital haemorrhage with iud. Concurrent conditions included cyst of ovary since (B)(6) 2016, urinary tract disorder since (B)(6) 2016, alcohol use (occasional) and fallopian tube obstruction. Family history included thyroid disorder (mother). Concomitant products included loratadine, misoprostol (cytotec) since (B)(6) 2016, naproxen, omeprazole and ondansetron. On (B)(6)2016, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("only able to place one coil due to blocked tubal ostia"). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced migraine ("migraine headaches /migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abdominal menstrual bleeding"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdomen pain"). The patient was treated with nsaid's, surgery (underwent laparoscopic bilateral salpingectomy) and surgery (on (B)(6) 2017, underwent ablation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menorrhagia, pelvic pain, vaginal haemorrhage, menstrual disorder, dysmenorrhoea, back pain, dyspareunia, migraine, alopecia, abdominal pain lower and headache had resolved and the complication of device insertion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, complication of device insertion, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: beginning sometime in (B)(6) 2016, sought medical treatment regarding the aforementioned symptoms. Moreover, the surgery was much more severe than what would have been required of a tubal ligation. Because of the requirement to undergo a laparoscopic bilateral salpingectomy to remove the essure devices, has been left with abdominal deformity and severe large scarring. She had not advised of any complications from essure removal procedure. From mr: the essure micro-implants were placed in the r cornua using standard technique. The left tubal ostia appeared blocked, despite multiple attempts to cannulate this side. At the end of the procedure, the right cornua had 3 visible coils. A successful placement occurred on the r only. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.5 kg/sqm. On (B)(6) 2016, pregnancy test : negative. Laparoscopy, diagnostic with bilateral salpingectomies endometrial ablation, diagnosis: right and left fallopian tube, two (2) fallopian tubes, one with para tubal. Clinician provided ICD code(s) & clinical history: right lower quadrant pain, menorrhagia right and left fallopian tube sent together as per physician. Gross description: right and left fallopian tube: received in a single container are two segments of fabricated fallopian tubes measuring 4.2 cm in length to 1.0 in greatest diameter and 3.8 cm in length to 1.2 cm in greatest diameter. The longer segment has a thin walled, fluid filled cyst measuring 0.4 cm in greatest dimension. Representative sections from each segment are submitted in six cassettes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain lower, dyspareunia, complication of device insertion. Most recent follow-up information incorporated above includes: on 21-feb-2018: pfs and mr received. Reporters were added. Patient¿s details, historical drug, historical condition, concomitant disease, family history, unstructured relevant tests and treatment drugs were added. Pain, abnormal bleeding (vaginal, menorrhagia), lower abdomen pain and essure confirmation test was not done, complication of device insertion were added as events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abdominal menstrual bleeding"), menorrhagia ("prolonged menses"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches") and alopecia ("hair loss"). The patient was treated with surgery (on (B)(6) 2017, underwent laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menstrual disorder, menorrhagia, dysmenorrhoea, dyspareunia, migraine and alopecia had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder and migraine to be related to essure. The reporter commented: beginning sometime in (B)(6) 2016, sought medical treatment regarding the aforementioned symptoms. Moreover, the surgery was much more severe than what would have been required of a tubal ligation. Because of the requirement to undergo a laparoscopic bilateral salpingectomy to remove the essure devices, has been left with abdominal deformity and severe large scarring. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.